Event description:
It was reported that the patient presented for a watchman procedure. It was noted that the right atrial lead dislodged and failed to capture. It was also noted that the right ventricular lead dislodged and exhibited high capture threshold. The dislodgements were confirmed via x-ray and fluoroscopy. The leads were explanted and replaced. The patient was stable.